Event description:
During lead implantation, the lead was removed and replaced due to inadequate sensing measurements on the lead, since the guidewire would not longer advance properly and the helix no longer attached properly. The patient was stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. A stylet insertion test was performed on the lead with the stylet able to be inserted and removed with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix mechanism test was unable to be performed due to the condition of the helix as received. The helix was stretched and clogged with blood/body fluids.